Event description:
The customer's mother stated, that the customer was treated by the paramedics for a low blood glucose reading of 18 mg/dl. Troubleshooting was performed and the insulin pump passed the displacement test. All the programming was correct as well. The mother mentioned that the increased insulin intake could have been for all the meals during easter. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.